Manufacturer narrative:
On 5-jan-2021, the suspected medical device was returned for evaluation. On 6-jan-2021, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an anomaly was observed on the device consistent with a crease/fold on the posterior. A tear was also observed within the crease/fold, measuring approximately 4.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 450cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. As a result, the patient is scheduled to undergo removal and replacement with a 550cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502550) on (B)(6) 2020.